Event description:
It was reported that the 2600 system had an error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.